Event description:
The lay user/pt contacted lfs alleging inaccurate high readings on their one touch ultraeasy meter compared to another device. Medical surveillance specialist (mss) sent follow up questions; however, the pt refused to answer any questions. The info below is based from the initial call on august 13, 2009. The pt mentioned on the day of the event in 2009 at 11:00 am, she noticed her meter had been giving her high readings. Around 11:00 am, she tested her blood glucose and obtained a 182 mg/dl less than 10 mins later, she tested on another device and obtained a 134 mg/dl. She claims she ate less food due to the meter result. The pt did not exhibit any symptoms at the time of testing and did not take any diabetes medication after obtaining the result of 182 mg/dl and 134 mg/dl. At an unspecified time later, she reportedly developed symptoms of feeling weak and sweaty. The pt did not attempt to test her blood glucose when she exhibited the symptoms and did not want to further troubleshoot with the customer care advocate (cca) and just wanted the replacement meter. No further clinical info was provided. It would have been helpful to know how long the symptoms lasted, and whether she treated herself for the symptoms or sought any medical attention. It would have also been helpful. To know how often she tests in a day, the readings she obtained prior to the symptoms, her diabetes regimen and how soon after she tested, did she experience symptoms. It was noted that the pt had been storing the test strips incorrectly. The pt had been storing the test strips outside the vial and the meter had been miscoded. Storing the test strips incorrectly and having the meter miscoded may lead to false blood glucose readings. The products was replaced. The complaint is being reported since the pt claims that due to the elevated readings, she decreased her food intake and at an unspecified time later after the product issue, developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.